Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided . G4: PMA/510(k) number not available. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the abutment screw broke within the implant at tooth site #19. Was unable to place another abutment screw and the implant had to be removed. Bone graft was placed and another implant will be placed at a later date.